Event description:
It was reported that a patient presented in-clinic for a lead removal procedure. Prior examination of the patient's left ventricular (lv) lead revealed dislodgement and failure to capture. X-ray imaging was used to confirm the lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic for a lead removal procedure. Prior examination of the patient's left ventricular (lv) lead revealed dislodgement and failure to capture. X-ray imaging was used to confirm the lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.

Manufacturer narrative:
Correction: d10.